Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the device was introduced through the trocar, the jaws of the device would not open. They replaced both handle and reload to complete the case. No patient injury.